Event description:
After one year of cochlear implant use, this pt reportedly experienced an allergic or foreign body response around the implant site. The device was explanted in 2005 and the pt was reimplanted with a new one on the contralateral side.